Manufacturer narrative:
E1- facility address- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6).

Event description:
The customer reported stripes in image during reprocessing involving an olympus rigid video laparoscope. There was no patient involvement.